Event description:
It was reported that approximately five months post port placement, the lateral septum found allegedly non-functional. It was further reported that port will be removed on later days. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: a complaint history review was performed. This is the thirtieth complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. Therefore, the reported material protrusion issues cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
A voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. The lot number for the device was provided, a review of the device history record is currently being performed. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (Expiry date: 12/2021).

Event description:
It was reported that approximately five months post port placement, the lateral septum was allegedly found to be non-functional. It was further reported that port was removed form the patient. The procedure was completed using another device. There was no reported patient.